Event description:
It was reported that the asymptomatic patient presented to the clinic for a follow-up. The right atrial lead exhibited multiple auto mode switch episodes due to noise; noise had been noted on the lead for the past year. The lead also exhibited an increase in capture thresholds. On (B)(6) 2015 the lead was explanted and replaced during a scheduled pulse generator change out procedure.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Final analysis found that the insulation was abraded which breached the outer insulation and exposed the outer coil at 7.2 cm to 7.7 cm from the connector pin. The damage sustained was a result of the suture sleeve being tied too tight. This likely contributed to reported electrical anomalies.